Event description:
It was reported that while ge healthcare field service engineers were troubleshooting a customer's mr750w system with gem mr, conditions were observed concerning excessive patient surface temperature. Upon investigation, the field service engineer determined the source of heat to be in the area of the gradient power connection terminal at the service end of the magnet. No patient or healthcare workers were involved with this incident and no injuries occurred.

Manufacturer narrative:
Ge healthcare has opened an investigation to determine the root cause the reported incident. Initial findings conclude the electrical connection between the cabling and xrmw gradient coil created a high electrical resistance on the high power gradient lead at the gradient bussbar assembly, leading to excessive localized heating under the patient enclosure, at the service end of the magnet. Ge healthcare's investigation into the reported event is ongoing. A follow up report will be submitted once the investigation is completed.